Event description:
Customer reported via phone, the insulin pump kept alarming button error. Customer's blood glucose was 154 mg/dl. Customer was unable to clear the alarm. Customer didn't recall if the device was bumped, dropped, or exposed to water. Customer was advised to remove the battery for 30 minutes. When he called back he stated the alarm reoccurred. The device had been replaced and is being returned for further analysis.

Manufacturer narrative:
All of the buttons on the device function properly. However, moisture damage was noted on the keypad traces. No button error alarms were noted during testing. The device had cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.